Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose with blood glucose of over 600 mg/dl. The customer¿s current blood glucose was 200 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.